Event description:
It was reported that a large volume infusor had particulate matter. The issue was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between february 15-20, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed a white mark on the tip of the blue winged luer cap. During the visual inspection of the returned sample, fluid was noted inside a bag that contained the unit. When the unit was removed from the bag, the winged luer cap was untightened. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.